Event description:
It was reported that the procedure was to treat a heavily calcified 92% stenosed lesion in the proximal left anterior descending coronary artery (lad). Pre-dilatation was performed with an unspecified balloon at 10 atmospheres (atm). The 2.75 x 18 mm xience v stent was deployed at 12 atm, at which time a dissection occurred. Another xience v stent was implanted to treat the dissection. Timi 3 flow was maintained. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.